Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding the delivery of dilaudid (dose and concentration unknown) in an implantable infusion pump for non-malignant pain and degenerative disc disease/herniated disc pain. The incision site at catheter/spine location did not heal and the patient got an infection. The infection was cleared enough (placed on antibiotics) for the patient to start chemotherapy at that time ((B)(6) 2015; unknown when patient was diagnosed with cancer; lump was in right lung prior to device implant). The patient got really sick with spinal meningitis. The patient was reportedly septic; stated to have gotten "into her spine and into the pump." The pump and catheter were subsequently removed ((B)(6) 2015). It was stated the patient "almost died" from the infection. Experimental drugs were used and "killed her immune system." After system explant, the catheter site kept getting infected. It was noted a "little piece of tubing" was left after the initial explant; which resulted in a separate surgery to remove the segment. The patient almost died 5 times and had 4 surgeries on her back. History: cancer (patient had lump in right lung prior to pump implant surgery; chest x-ray and biopsy), chemotherapy (began (B)(6) 2015).